Manufacturer narrative:
The affected product was not returned for eval. A DHR review cannot be performed as the lot number was not identified in report. A follow-up report will be filed if more info becomes available.

Event description:
It was reported that the clinician reported, that the arterial line was leaking at the insertion site. It appeared that there was a crack in the line. The pt required a blood transfusion post leak, though the clinicians were not able to determine if this was related to the product or the pt's disease process.